Event description:
The instrument was used during an unknown procedure. It was reported the clip applier would not form clips correctly. Another applier was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to what may have caused the rpt'd incident. The instrument was returned in good physical condition. The instrument was cycled, fed and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon rpt'd could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.